Event description:
New information received indicates that the patient was fine post-procedure.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead was capped due to multiple events of noise.